Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. Pump was received with power error detected alarm due to j6 connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had an issue with their insulin pump. The insulin pump is unable to charge. Blood glucose value was unknown at the time of the incident. Troubleshooting was performed and the customer was able to rewind. The insulin pump will be replaced and returned.